Event description:
It was reported that during a laparoscopic bowel resection procedure the jaws would not open on the third firing with a white cartridge. The device was slid off the tissue. A second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. Echelon straight/flex: asku. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? Yes, the device was slid off tissue. Is there any other additional information you would like to share about this device or procedure? After the device was removed from the tissue , there was no tissue damage.